Manufacturer narrative:
Further info from the reported regarding event detail has been requested. No additional info is available at this time. The event of extrusion is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event of extrusion as follows: "adverse reactions are those typically associated with surgically implantable materials, including infection, inflammation, adhesion formation, fistula formation, and extrusion." These events are being reported because med intervention will be required, although device-relatedness has not been established.

Event description:
Health professional reported implantation of seri(r) and concomitant breast implant during revision to right left breast augmentation surgery on or about (B)(6) 2014. Post-implantation, pt presented with "seri(r) extruding through skin" on an unk date. The health professional indicated that the device was scheduled to be surgically removed on (B)(6) 2015. It is unk if all or only part of the device was removed at that time. It is unk whether the device will be returned.